Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code e21: used to describe unintentional coverage h.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, device migration, endoleak, and dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and a gore® excluder® aaa endoprostheses. During the treatment, two contralateral leg devices were implanted as legs, plc121000j for left leg and plc141000j for right leg. A kissing balloon technique using maximum volume of non-gore balloon devices was performed for both legs. An angiography revealed bilateral distal type I endoleaks. Also a decrease in blood pressure around 60 mmhg was observed. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted. An 8mm x 39mm vbx device was used as extension in the left common iliac artery. The 8mm x 39mm vbx device was post-ballooned using non-gore balloon. An 8lmm x 59mm vbx device was implanted as extension in the right external iliac artery. The 8lmm x 59mm vbx device was not post-ballooned because an appropriately sized balloon was unavailable, and gore® molding & occlusion balloon catheter was not sufficient for the post-ballooning. The right hypogastric artery was covered by the 8lmm x 59 vbx device. Additionally, a gore aortic stent graft was implanted into the 8lmm x 59mm vbx device. After the vbx devices were implanted, the bilateral distal type I endoleaks were resolved. The blood pressure was also recovered. At this time, a dissection from a branch of the left external iliac artery to the left hypogastric artery was found. An epic stent was implanted to cover the dissection. The physician elected to monitor a remaining type ii endoleak from a lumbar artery. The patient tolerated the procedure. The physician stated the decrease in blood pressure was caused by damage to vessels near a terminal area during ballooning of the kissing stents. The patient had high calcification and thin vessels. The vessel dissection at the distal edge of the 8mm x 39mm vbx device likely happened during post-ballooning. The physician stated he will continue to monitor the patient.